Event description:
It was reported that during the procedure the subject coil broke at the proximal end of the pusher wire. The broken subject device was removed by pulling the delivery wire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil had the proximal end of the pusher wire break off thus leading to the inability to detach the coil. The device was then pulled out. The device was not received for investigation. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event: ¿coil delivery wire broken/fractured during use¿.

Event description:
It was reported that during the procedure the subject coil broke at the proximal end of the pusher wire. The broken subject device was removed by pulling the delivery wire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.